Event description:
On march 30, 2006 the lay pt contacted lifescan alleging that his one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt since he could not be reached the via phone. The pt obtained a result of 458 mg/dl on the reported meter after taking insulin and feeling shaky. He retested and obtained results of 470 and 473 mg/dl. The pt did not feel the elevated results obtained on the meter agreed with his symptoms, an anecdota comparison. No informationwas provided regarding the pt medication regimen or the specific insulin type and dose taken at the time of concern. The pt ate food and/or drank beverage following use of the meter. A result of 74 mg/dl was obtained on the physician's meter > 30 minutes after the pt tested with the reported meter. The pt received treatment with food and/or beverage. The customer service agent (csa) noted that the pt did not want to complete troubleshooting steps. Quality control testing was not completed on the product. The meter, test strips, and control solution were replaced. The complaint is reported because the pt treated himself for symptoms he believed were consistent with hypoglycemia and received treatment from a medical professional after receiving elevated blood glucose results on the product.